Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, operating room staff encountered error messages and difficulty connecting system components mid-case. The robot was undocked at the time. Initially, it was noted that one console was not plugged in, and after it was connected late, multiple errors appeared. The staff attempted multiple reboots, but the errors persisted. The caller informed they had an error message stating "system error potential issue, robot not connected or powered on." They were getting errors 307, 31089, and 170. The staff then disconnected all blue fiber cables and performed a hard reboot on the console, which powered on and homed without errors at first, but subsequently the error message returned. The staff indicated they would proceed either with the other robot or laparoscopically. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the case was completed using one surgeon console. There was no harm to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replicated the reported fault once while troubleshooting but was subsequently not able to replicate it again after six to seven power cycles spanning three hours. A review of the system logs indicated that the reported issue was fiber related within one of the system components, but the issue was unable to be isolated without creating the error consecutively. Errors 307, 31089, 170 indicate a fiber communication issue with the robot common compute controller (ccc) to the tower. The customer informed that they disconnect the robot and move it out of the room for certain cases. The fse used canned air to clean all fiber cable ends and all fiber ports on the robot, consoles, and tower. Debris came out of the robot bulkhead, so the fse suspected the issue was being caused by that port. As a precaution, the fse replaced the internal fiber from that port to the robot ccc and also replaced the ccc pcb. The fse programmed the ccc. The system was tested and verified as ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the robot common compute controller (ccc) involved with this complaint to perform failure analysis. In the system logs, the errors were found confirming the issue occurred on the field. The robot ccc was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The fiber light levels were checked, they were found to be normal. The system was left to idle for one hour, where a 31089 error was presented pointing towards the robot ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. While a definitive root-cause cannot be established, a potential root cause for this failure can be attributed to an intermittent internal hardware failure of an electronic component, module or connection within the affected ccc causing a communication issue. This issue can be resolved by replacing the affected robot ccc via field service engineer (fse) service.

Event description:
Refer to h11 for follow-up information.